Event description:
It was reported that during testing, the cardiosave intra-aortic balloon pump (iabp) failed the all manifolds, fill valve, and vacuum leak tests. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse is awaiting part(s) in order to repair the unit. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 a getinge field service (fse) was dispatched to investigate the issue. The fse stated that during the all manifold tests, a leak status was found, and the fill valve and vacuum leak status was failed. The fse suspected that the safety disk was faulty. The fse then replaced the safety disk & pneumatic module for testing , however, the fse checked the unit and found the problem remain still. Then, during checking, the fse found that the leakage came from the plug of iab port. So, the fse checked the unit with another plug and found that all test passed. The unit was then returned for clinical use.